Event description:
The facility reported a colleague infusion pump with a depleted battery. According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved onsite at the facility by a baxter field service technician replacing the main batteries and battery harness. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Baxter will continue to monitor similar reports to determine if further actions are required.